Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide . Model: ust400 . 17845-5a-aw rev b 09/17 . Changing your pod .  Chapter 3 / pages 33 . Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient had worn a pod for less than an hour the cannula did not deploy and it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient's reported blood glucose level was 180 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the received pod was not deployed. Pod download data revealed that the first priming sequence ended prematurely, resulting in early completion of the second priming sequence without deploying the needle. Drive stall was observed in the initial pulses on the rotational sensor data. Data showed high pulse width with multiple timeouts. The actual cause of the initial drive stall and high pulse widths could not be determined. During investigation,no score marks were observed on the commutator cap, made by the chassis connected rotational sensor spring. This indicated a poor/no continuity between the commutator cap and rotational sensors, causing the rotational sensor malfunction. No damages or defects were observed in the rotational sensor springs. The top battery was measured to be slightly low. But it could not be conclusively determined if it linked to the high pulse width and drive stall.